Manufacturer narrative:
H3: product analysis: equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal and proximal ends of the braid were found open and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer report of "failure to open at the distal" was not confirmed, as the distal end of the braid was opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer noted that the vessel tortuosity was moderate, which rules it out as a possible cause. It is possible that damage to the braid and deployment of the braid in a bend of the vessel contributed to the failure to open. Such damage can occur from resheathing the braid more than twice, excessive manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline device failed to open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with aneurysm flow diversion therapy. The aneurysm was located in the ophthalmic artery and the vessel that was accessed was the femoral artery. The aneurysm dimensions reported was a max diameter of 5mm, 7mm neck diameter, and a landing zone or artery size of 4mm distally and 5mm proximally. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was that a new pipeline was used and successfully implanted. It was reported that during the pipeline implantation procedure, the first selected pipeline 425-30 reached the lesion, but when deploying the pipeline, it could not be opened. The pipeline was removed from the patient's body for inspection, and it still could not be opened. The pipeline 425-25 was used instead and successfully implanted. The pipeline was not used for an indication that is not approved (off-label). It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom27 microcatheter.

Manufacturer narrative:
Correction: FDA site was incorrectly reported in the initial report and has been corrected to 2029214. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was not determined. The distal section of the pipeline did not open. Resheathing was attempted to open the pipeline.